Event description:
Another device and lead system were removed due to infection. No allegation were received regarding this ICD or leads. This report was created as a result of co returned product testing; the rate sensing leads did not pass testing.